Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited some intermittent ffrw oversensing stored as atrial tachycardia/atrial fibrillation (at/af) episodes and some undersensing of at/af on stored and presenting electrograms (egm) was observed resulting in false terminations of at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.